Event description:
The customer reported that the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power inverter was ordered during the service call. The reported issue is currently under investigation.